Manufacturer narrative:
Pump passed sleep current measurement, active current measurement and displacement test. No battery alert noted during testing. Hardware low level failures alarmed during self test and confirmed in pump history with variable due to broken trace at pin 1 (vdd) on u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that after receiving battery cap battery life had decreased. The customer¿s blood glucose level was 6.8 mmol/l. The customer also stated that they had to change battery twice. Customer was using new battery. The insulin pump was returned for analysis.